Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have fallen on top of insulin pump causing display screen to go blank. Customer's blood glucose was 400 mg/dl. Customer reported that battery cap was damaged as a result of fall. When customer attempted to put battery in, a failed battery test alarm was received. During troubleshooting, customer reported that drive support cap appeared normal. Insulin pump passed self-test, but was not able to perform displacement test due to battery icon showing empty. Customer was advised that battery cap would be replaced.